Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
A first overdischarge was reported. A physician mode recharge (pmr) was attempted multiple times. It was noted that it was not able to be brought out of overdischarge. The patient no longer uses the device because she now uses a pump. There were no patient symptoms. She will leave the device implanted until she feels like having the device explanted.